Manufacturer narrative:
A boston scientific technical services consultant discussed that the clinical observations are most likely due to air bubbles in the device header. The caller stated the issues were resolved before the patient was taken off the table. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, after the right ventricular (rv) lead was connected to the device, noise was observed which was oversensed resulting in greater than two seconds of asystole for this dependent patient. The lead was disconnected and reconnected with no change. An x-ray was performed which showed a separation between the new lead and the old lead with this device. No adverse patient effects were reported.